Event description:
Consumer complaint of low blood results. Customer states she feels well and does not require any medical attention. Customer¿s expected blood results are 70mg/dl-125mg/dlmg/dl-fasting. Verified the strips expire 08/28/2017 and were first opened (B)(6) 2015. Customer confirms proper storage of the test strips. Customer performed a back to back blood test, 66mg/dlmg/dl and 70mg/dlmg/dl- not fasting. Reviewed meter memory: 106mg/dlmg/dl (B)(6) 2015 01:00:00 pm fasting: no, 106mg/dlmg/dl (B)(6) 2015 11:38:00 am fasting: no, 52mg/dlmg/dl (B)(6) 2015 07:42:00 am fasting: yes, 98mg/dlmg/dl (B)(6) 2015 09:03:00 pm fasting: no, 70mg/dlmg/dl (B)(6) 2015 04:31:00 pm fasting: no. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defect found. Most likely underlying root cause of malfunction: user had an inaccurate ref. Or user reused test strip or user¿s test strip had poor fill.